Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient has a fall, and as a result was experiencing ineffective therapy. Upon further investigation, x-rays confirmed the patient's right t12 drg lead had fractured. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
Additional information was received stating that surgical intervention took place where the right t12 lead was explanted and replaced to address the issue. There was clear evidence that the lead had fractured. Effective stimulation was restored.